Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID: 978b128 (lot: va2hvl2); product type: 0200-lead; implant date: (B)(6) 2022. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. The reason for call was patient said they had a fall on their stimulator yesterday morning and now they are having incontinence. Patient said they can't push to go to the bathroom. Patient confirmed they were able to connect to their implant and see their settings. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Additional information received indicated that the lead fractured, damaged, or broken.